Manufacturer narrative:
Date received by MFR should have been jul 17, 2017 rather than blank.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise due to being fractured. The lead was explanted and replaced successfully. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Final analysis found a partial lead was returned in two pieces. An external abrasion breaching the outer insulation exposing the outer coil due to friction to another device or feature of the heart was noted at 8.0 cm to 8.1cm from the distal tip. This most likely caused the reported noise from the field.